Manufacturer narrative:
Product evaluation: the lens was not returned in the reported condition of "lens would not deploy". The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic is bent in the gusset area with distal tip adhered to the optic in dried solution. The other haptic was not returned. The lens is torn/cut into pieces. Not all lens portions were returned. Product history records were reviewed and the documentation indicated the product met release criteria. All associated products were qualified for use with this lens model. The root cause cannot be determined for the complaint. The lens was not returned in the reported condition of stuck in the cartridge. The lens was returned in pieces. All associated products were qualified for use with this lens model. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2019-49189.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens stuck in the cartridge and would not deploy. The representative reported there was patient contact with the product, but no patient harm. The procedure was completed with a backup lens. The product is available for return.